Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer did not complete the loading of the pump supplies correctly and customer had not resumed insulin delivery. Customer's blood glucose (bg) was 574 mg/dl. Contact assisted the customer (as routinely performed) with delivering a bolus to address elevated bg.